Event description:
Boston scientific received information that this patient experienced a syncopal event. During a recent interrogation it was noted that the device was approaching elective replacement indicator (eri) however the magnet rate was at 90 beats per minute (bpm) and the battery indicator showed > 5 years. All of the daily measurements were no longer viewable. Boston scientific technical services (ts) suggested there might have been a reset and the device recovered. This could be caused by a recent MRI or radiation therapy. The patient had neither of those things. So the physician elected to explant and replace the device. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). Detailed analysis is being performed on this device. Once analysis is complete, this report will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the device passed a series of tests that verified proper operations. There was one reset found in the device memory, which appears to have cleared all information that was stored in the device prior to this reset which was one day prior to the day the device was explanted.